Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the arm on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed due to the needle and cannula not missing. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. An external visual inspection was performed and failed due to a detached cannula. The allegation was confirmed.

Manufacturer narrative:
(B)(4). B5 device event or problem - additional information. G6 follow-up number - updated. H2: type of follow up - additional information.

Event description:
The probable cause was determined to be an assembly error.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the arm on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and failed due to a detached cannula. The allegation was confirmed. The probable cause was determined to be applicator, detached cannula. No injury or medical intervention was reported.